Event description:
It was reported the device would not cycle.

Manufacturer narrative:
Returned device was received in used physical condition. The case was cracked and the peep and air mix knob end caps are missing and there is internal corrosion. During the evaluation of the device, the issue was able to be replicated by analysts. The input manifold was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.